Event description:
Pump was reported to overinfuse during clinical use. A 500ml bag of heparin was set to deliver at a rate of 20 ml/hr. 2.5 hours later it was noted the entire bag had infused. No medical intervention was needed and no pt injury resulted.